Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy restored post-op.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. It was reported that the patient had surgery on (B)(6) but could not remember if they placed the device in surgery mode. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information (weight); however, no further information was received.

Event description:
It was reported the patient had an unrelated surgical procedure where it is unknown if the device was not placed into surgery mode. Subsequently, the ipg could not communicate with external device and stimulation was lost. Patient controller displayed error message "cannot connect to generator". Troubleshooting was attempted by the company representatives to no avail. Surgical intervention may take place at a later date to address this issue.